Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 06/30/2025. An investigation was conducted on 7/2/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be intact with no visual defects observed. The shaft tip of the harvesting device was observed to be bent. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device did transect tissue four (4) times. No additional testing was conducted due to the condition of the bent shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed, however, the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000476182 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 would not transect tissue correctly. The procedure was completed using a new device with a slight delay of 3-5 minutes. No patient injury.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.